Event description:
In 2007, this patient was implanted with gore excluder aaa endoprostheses. On approx seven months later, patient was noted to have air in the aortic sac and periaortic adenopathy with inflammatory changes. On the following month, the grafts were explanted due to infection. The physician does not feel that the infection was due to grafts. Explanted devices will not be returned to gore for analysis.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of mfg paperwork verified that this lot met all pre-release specifications. Also implanted in this patient pxc121400/lot# 04778325. This event was originally reported on medwatch #2017233-2007-00377. Upon review of the file; a new medwatch #2953161-2007-00199 was assigned.